Event description:
Home peritoneal dialysis patient stated the cycler had a air detected in cassette alarm during fill 2. He was unable to clear the alarm so he cancelled treatment and upon removing he noticed that the cassette leaked fluid. The patient notified his nurse and did not use the cycler afterwards.

Manufacturer narrative:
The returned liberty cycler was subjected to, an internal inspection, mushroom head checks and a simulated treatment. The returned liberty cycler passed the inspections and tests. It was reported that the patient did not receive antibiotics and did not develop any infections. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed by FDA regarding complaints of deaths or serious injuries received between march 21, 2011 to march 11, 2013.